Event description:
The account alleges that the bed arcs when it is plugged into the wall outlet.

Manufacturer narrative:
The technician installed a power resistor kit, which resolved the issue. The bed operates normally. Pursuant to our response to warning letter 2008, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.